Manufacturer narrative:
H3,h6: cobe field service was asked to functionally check out the scp system and the s3 perfusion system with which it integrates. This was done on 9/12/05 with hosp biomed observing. No problems were found with the scp pump system nor were any problems found with the s3 system that would relate to the incident. In addition, further conversation with the hosp perfusion and risk mgmt departments indicated that the hospital's own conclusion was that there was no failure with the centrifugal pump system. Therefore the scp centrifugal pump system did not cause or contribute to the event.